Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4). Analysis of the desktop charger (serial number (B)(4)) found that the connector was bent.

Event description:
The consumer reported that the desktop charger had a loose connector pin. The patient stated that the battery depleted and she subsequently lost stimulation and was unable to charge due to the loose connector pin. The patient thought that it might have been the cord that was damaged. A replacement was sent. The indication for use was non-malignant pain. If additional information is received a follow-up report will be sent.